Event description:
Allegedly, a phlebotomist working in a hospital developed a latex allergy while using unidentified gloves. Sll americas, inc was notified of the alleged event through a process of litigation involving many companies. It is unclear that MFR device was used or caused any injury to the pt.